Event description:
The stimulator was removed about 8-9 years ago due to infection. No additional information was provided. Additional information has been requested; a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).